Event description:
It was reported that the patient heard audible tones from their implantable cardioverter defibrillator (ICD). The device experienced a power on reset (por) and is at elective replacement indicator (eri). The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).